Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump received a no delivery alarm during priming. Customer was assisted in performing a 5.0 unit manual push and insulin did not exit. Customer changed infusion set and insulin did exit. Customer was advised that products would be replaced.